Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a puff of smoke and charring on the back panel of the architect i2000sr card cage. No impact to patient management or user safety was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and the buffer sensor and the card cage were replaced. The smoke observed was limited to the card cage due to the buffer sensor which caused overflowing of buffer onto the card cage, the charring/burn did not spread to other parts of the analyzer. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the site visit by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.